Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found during the investigation that would result in the cannula dislodging. The exact cause of the reported dislodging event could not be conclusively determined. The adhesive pad was not returned with the device. Inspection of the adhesive welds found no damages or deficiencies that would result in the adhesive pad becoming separated from the device. The cause of the adhesive failure could not be determined. Inspection of the device found cracks in both the top housing and bottom housing. Corrosion was observed on the pcb assembly. All attempts to download the data from the pod were unsuccessful. The investigation found no evidence of fluid leaking from the fluid path. It could not be determined if fluid entered the device through the cracks in the top and bottom housing, as it could not be determined when or how these cracks occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. In addition the patient reports the pods adhesive had separated from the pod causing the cannula to become dislodged from the pod infusion site (abdomen). As treatment, the patient applied a new pod.